Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report unexplained high blood glucose levels. The customer's blood glucose levels ranged from 456 to 502 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, incorrect settings, or recent alarms. The customer declined to perform the high pressure test. The customer stated she believed the product was working as designed. Nothing was replaced or returned.